Manufacturer narrative:
Failure analysis revealed that the insulin pump had a flush/loose drive support disk, cracked case at the display window corners, and scratched screen.

Event description:
It was reported that the mother is concerned over the drive support cap letter. The caller stated that her son just noticed the drive support cap is starting to protrude. The mother stated that he did not experience any difficulties with his insulin pump. Advised the mother that the insulin pump would be replaced. No further information was provided.